Event description:
New information received indicated the patient's pacemaker was explanted and replaced on (B)(6) 2021 without issue. The patient was stable throughout.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at end of life. Analysis of device image indicated device operated at high pacing output settings as well as autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Device could not be interrogated during analysis due to low battery voltage. Further analysis performed after installing new battery revealed normal device characteristics. Longevity assessment was performed, and the implant duration exceeds the total projected longevity indicating normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker had premature battery depletion. No known intervention was performed. The patient was stable.